Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the pre-discharge follow-up, dislodgement, high capture threshold, and low r-waves were observed. The lead was repositioned and remains implanted. The patient was in good condition before, during, and after the event.